Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On (B)(6) 2025, an arthrex subsidiary employee reported via email that two distal screws, ar-8933v-10s low profile va locking screw (3 x 10 mm) and ar-8933v-12s low profile va locking screw (3 x 12 mm), failed to lock and rotated freely when used with a lateral hook plate. No breakage occurred. Although four screws were planned, the procedure was completed with only two screws inserted. The affected screws were not implanted. There was no significant surgical delay, no additional anesthesia administered, and no adverse patient effects reported. This was discovered during a procedure on (B)(6) 2025, with no reported patient harm. Additional information was requested on 22-dec-2025.

Manufacturer narrative:
Additional information: b5, g3, h3, h6. The complaint device was not received for evaluation. Based on the information provided, which may include the returned device (if available), pictures, videos, event descriptions, and any additional field data, arthrex concluded the most likely cause of the reported failure. The most likely cause of the reported failure is a use error, including excessive force and/or improper surgical technique associated with the device. The complaint allegation was not confirmed. No evidence of that failure was received.

Event description:
Additional information: the issue occurred while the device was inside the patient. There was no cross-threading or stripping reported on the two distal screws, which were removed without difficulty. No damage was observed on the lateral hook plate, and the initial lateral hook plate remained implanted. No additional surgery is planned.